Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It is reported that a customer received several threshold suspends on their insulin pump. The patient's blood glucose level was 110 mg/dl at the time of the call. The customer stated that there were no significant events that could have led to the issue. The customer was assisted with the issue and was educated on how to correctly calibrate on the insulin pump. The customer's insulin pump works as designed. No further assistance needed.